Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that he went to the hospital and they used their insulin and shots. They were unable to get the insulin pump to rewind or do anything like change the time. While they were rewinding the insulin pump, the customer received a motor error alarm. Customer's blood glucose level was 168 mg/dl. The insulin pump also alarmed motor position encoder error. The customer was unable to rewind the insulin pump. The customer could not get past the motor position encoder error alarm. The customer is on dialysis and had been getting an infection. His hospitalization was not diabetes related. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to broken motor slide tip also with intermittent button response due to flattened act and escape buttons dome switches. Inspected the lcd connector and no unlocked connector noted, however time clock change properly. Unable to verify motor position encoder error alarm or perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed the stop current and run current tests. The insulin pump had minor scratched display window.